Event description:
It was reported that the panel phoenix nmic/ID-307 misidentified the results as an isolate instead of e. Coli. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "customer had an isolate that was identified, but customer stated isolate is an e. Coli.".

Manufacturer narrative:
H.6. Investigation: this complaint is for misidentification of escherichia coli as shigella boydii when using phoenix panel nmic/ID-307 (449289) batch number 1166062. The customer did not return panels or isolates, but did return lab reports for investigation. To investigate, a total of four (4) retention panels from the complaint batch were tested using qc isolates of escherichia coli (a25922). During investigation, all three panels tested identified correctly as escherichia coli. Since all panels yielded satisfactory identification results, this complaint is not confirmed. A review of quality notifications revealed no quality notifications for the complaint batch. A review of complaints revealed no additional complaints for the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the panel phoenix nmic/ID-307 misidentified the results as an isolate instead of e. Coli. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "customer had an isolate that was identified, but customer stated isolate is an e. Coli."